Manufacturer narrative:
(B)(4). Insulin pump was received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the displacement test due to critical pump error (open book). Pump received with cracked battery tube threads and cracked case battery tube. The p-cap locks into the reservoir compartment properly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had long crack from top to battery tube. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.